Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's piston was stopping prior to completion of the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no evidence of alarms observed in the pump's black box or alarm history. The pump was exercised for 24 hours and the alleged issue was not duplicated. The pump was able to perform the prime steps with no issues. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was cracked.